Manufacturer narrative:
A service engineer (se) inspected the device and confirmed the reported issue. The se replaced the power supply to resolve the issue. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use, the 840 ventilator alarmed and the battery "died" during transport. The ventilator was not connected to alternating current (ac) power. The patient was placed on an alternative ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Additional codes added. Evaluation codes correction. Evaluation codes conclusion. Device evaluation summary: the condor power supply was returned for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The unit was attached to the failure investigation test ventilator for analysis. The unit was powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. Testing was performed successfully without any errors. The unit was put into normal ventilation mode. The unit ran successfully in ventilation mode for 43 hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during the run in period. The ac power was continuously connected during the run in period to allow the battery to become fully charged. The ac power was disconnected near the end of the run in period to determine how long the ventilator would run on battery power. The ventilator operated on battery power for 74 minutes exceeding the 60 minutes range specification for a fully charged 802 bps battery pack. Conclusion: there was no fault found. The returned part revealed no malfunction or product deficiency. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.